Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable became frayed and was intermittently charging the pump. Blood glucose level was in the low 100's (mg/dl). Reportedly, the issue was resolved with an alternate cable.